Event description:
It was reported that the lead exhibited r-waves at greater than 10 mv the day of implant, and 1.5 mv the following day. This was likely related to lead placement. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.